Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding patient who was implanted with a neurostimulator for spinal cord stimulation therapy. The patient is not in the system and the hcp is attempting to identify the patient through a serial number or model number. The patient will have her device removed because it is infected and it has moved under the skin. Antibiotics were administered but they weren't really doing much. Further follow-up is needed to determine the outcome of the patient after explanting the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the patient had several infections in the area of the implantable neurostimulator (ins). The first infection was about 5-6 months prior to the report, and the patient was hospitalized. After that, the patient had 3-4 more infections, though the patient currently did not have any infection. It was noted that the infection was confirmed, and the patient would like to have the device removed. The patient stated that the device was not moving in their back. The patient's medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.